Event description:
It was reported that the patient was experiencing inadequate pain relief and was noted that patients ipg was not working as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief and was noted that patients ipg was not working as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well post operatively. The explanted device will not be return.